Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly: as reported, a 5f mynx control vascular closure device was used in a diagnostic peripheral case. They inflated the balloon and when they pulled back, the device completely came out. Since the sheath and device came out of the artery, manual pressure was held for 15min and there were no patient issues. There was no reported patient injury. The patient recovered after the event. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive tension applied to the device (as indicated in the tension indicator). The deployer¿s was mynx trained. The femoral arteries were suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to IFU instructions. The patient was sent to holding to recover and was discharged without incident. They did not notice any issues upon prep of the device. The product was not returned for analysis. A product history record (phr) review of lot f2122202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull-through¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively be determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. The IFU also instructs to grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2122202 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device was used in a diagnostic peripheral case. They inflated the balloon and when they pulled back, the device completely came out. Since the sheath and device came out of the artery, manual pressure was held for 15min and there were no patient issues. There was no reported patient injury. The patient recovered after the event. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive tension applied to the device (as indicated in the tension indicator). The deployer¿s was mynx trained. The femoral arteries were suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to IFU instructions. Patient was sent to holding to recover and was discharged without incident. They did not notice any issues upon prep of the device. The device will be returned for evaluation.